Event description:
It was reported that during a video assisted thoracic procedure, there was an incomplete staple line and a partial firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.